Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to painful hip. No surgical delay was reported. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: right hip.